Event description:
On (B)(6) 2014, the reporter contacted animas alleging a blood glucose of 27 mmol/l with large ketones and nausea. The reporter indicated that the patient¿s health care provider was contacted and ruled out infection and other factors and the reporter believed that the issue was related to the pump. This report is made based on the allegation that the patient experienced hyperglycemia related to an alleged malfunction of the insulin pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/07/2014 device evaluation: the device has been returned and evaluated by product analysis on 07/24/2014 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. The pump history was reviewed and found no evidence of activity outside of normal use. The pump was exercised for 24 hours on 1 unit per hour basal rate and the pump history correctly reflected 24 units delivered at the conclusion. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The pump bolus calculations were performed and confirmed that the calculations were performed correctly. No delivery related defects were found during testing.